Event description:
The pt was diagnosed with a staph (mrsa) infection that led to the exposure of the system through the skin. The pt's implant was relocated to a new pocket site. The pt is being treated with IV antibiotics.